Event description:
Customer reported a blank display on his insulin pump. He replaced the battery four times but the issue persists. Customer's blood glucose is 200 mg/dl. Customer uses (B)(4) batteries. The device or the battery compartment is not damaged or corroded. Customer removed the battery for ten minutes and reinserted a new one. Customer stated his battery worked for two days, but then today it went blank again. The device passed the self test. Customer was advised to monitor the device. A replacement battery cap was sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).